Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing during a true slow ventricular tachycardia (vt) with a wide complex morphology resulting in storage of a non-sustained ventricular tachycardia (nsvt) episode. Technical services (ts) reviewed the stored episode and noted that the rhythm appeared to be a bundle branch block (bbb) and noted this rhythm would not be at risk for inappropriate shock therapy. Ts discussed the option of continued monitoring. No further assistance was requested. No adverse patient effects were reported. This device remains in service.